Event description:
The doctor reported the implant was removed due to osseointegration failure approximately three months after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. No significant findings were observed during the implant removal surgery. The patient has since recovered.